Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h11. H4: the lot was manufactured between march 22 and march 23, 2023. H11: the actual device was received for evaluation with 122ml of fluid in the bladder. A visual inspection showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection revealed the cause of flow problem was due to micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor. The reported condition was verified. The cause of the condition was due to user error; attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not supply the active ingredient after 48 hours. This occurred during patient infusion with a morphic derivative. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.